Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was confirmed and reproduced during evaluation. The system error 105 was found to be caused by severed motor mount screws. Evaluation found non-OEM (original equipment manufacturer) metals screws installed in the motor. The failed motor assembly and screws were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.